Manufacturer narrative:
Device analysis report attached. This report is submitted on july 15, 2024.

Event description:
Per the clinic, the patient experienced poor sound quality and performance decrement subsequent to sustaining a head trauma. Subsequently, the device was explanted on (B)(6) 2023. The patient was reimplanted with another cochlear device during the same surgery.

Manufacturer narrative:
This report is submitted on december 11, 2023.